Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8928bc-cp swivelock (no batch indicator present) was received for investigation. Visual inspection identified that the green, molded plastic sleeve of the swivelock was warped in a manner consistent with heat damage. The observed condition is most likely the result of exposure to improper temperature conditions, such as through an improper storage condition or interference with a heated instrument. Additionally, the associated biocomposite anchor was not returned with the swivelock drive assembly. As such, the alleged breakage cannot be confirmed. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that the device broke during screwing in and shows signs of melted material. There was no harm or adverse event for patient, operator or third party reported. The achilles speed bridge surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 18-feb-2021: the anchor didn`t brake off inside the patient and therefore nothing remained in the patient. Only the handle was broken. The surgery went without further complications, they used another anchor and no further drilling was required.